Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A2: age and date of birth unknown/not provided. A3: patient sex unknown/not provided. A4: weight unknown/not provided. B3: date of event unknown/not provided. D1: brand name unknown/not provided. D4: catalog and lot number unknown/not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant platform fractured. The implant has not yet been removed, but will in the future.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4114 and 3331. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The reported unknown zimmer implant was reported but not returned for investigation. Therefore, visual evaluation could not be performed. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits or patient factors (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.